Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On october 17th, 2023, the user contacted dario to report high blood glucose (bg) readings. The user, who has four meters, reported receiving a bg reading of 359 mg/dl. Due to this high bg reading, the user reported that he tested his bg with another one of his other meters and received a bg reading of 135 mg/dl.